Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that, "the cuff was deflated during the leak test, prior to use on patient."

Event description:
It was reported that: "the cuff was deflated during the leak test, prior to use on patient."

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. A visual exam was performed and no abnormalities were observed. The cuff was then inflated to 25mbar by using a calibrated endotest meter and no issues were encountered. The cuff was able to maintain pressure at 25mbar. The device was immersed in water and no bubbled were observed indicating no leakage. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed. There were no issues found with the returned device.